Manufacturer narrative:
The product was not received for evaluation. Therefore, the root cause could not be established. The device becoming dislodged from its intended position during use is a result of either balloon damage or the device not being secured properly. The dislodgement of the device resulted in bleeding during the procedure and required an alternate shunt to be used to complete the procedure. The IFU provides the following warning related to the possibility of balloon issues during use: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
During the use of a pruitt f3 carotid shunt, a few minutes after inserting the device, the end inserted into the aa common carotid artery slipped off. This indicated that the balloon had ruptured. The shunt had to be removed and replaced, which resulted in bleeding and increasing of the cerebral ischemia time.